Event description:
It was reported that the patient experienced presyncope. Upon interrogation, the right ventricular lead exhibited noise. The noise was reproducible with isometric testing. The device was reprogrammed which resolved the noise issue. The patient was in good condition and would be monitored.

Manufacturer narrative:
(B)(4).